Event description:
It was reported that shaft break occurred. The target lesion was located in the heavily calcified posterior tibial artery. After a 45cm 5fr non-bsc sheath was placed and pre-dilatation was performed with 2mm and 2.5mm balloon catheters, a 24 x 2.50 rebel stent was selected for use. However, upon passing through the sheath, the delivery balloon catheter was damaged and the device was withdrawn. Subsequently, another 24 x 2.50 rebel stent was advanced; however, it was noted that the catheter broke about 25cm from the hub. The device was completely removed and the procedure was completed with a 2.5mm x 16mm rebel stent that was successfully deployed. No patient complications were reported and the patient was fine.